Manufacturer narrative:
(B)(4) stent wires damaged. (B)(4) stent wires perforated the sheath. A visual examination of the returned device found that the stent was received fully mounted on the delivery system. It was noted that several stent wires had perforated the outer sheath at 4 mm proximal to the distal end of the outer sheath. During analysis it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the inner shaft; however the distal stent wires were damaged from where they had perforated the outer sheath. No issues were noted with movement of the outer sheath proximally or distally. No other issues were noted with the device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during a stent implantation procedure in the ductus choledochus on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a stenosis due to tumor at the gallbladder and papilla. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician attempted to deploy the stent but when the sheath was withdrawn the stent did not deploy. The physician reconstrained the stent and attempted deployment again but the same issue occurred. The stent was removed from the patient fully constrained on the delivery catheter. Another wallstent biliary stent was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that some of the stent wires were damaged and had perforated the sheath.